Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) has been beeping for several months and that impedance measurements of >178 ohms had been recorded. The patient is not interested in a replacement device/system at this time.